Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a cvc was inserted first in the internal supraclavicular jugular with x-ray guidance at the confluence of pirogoff. The catheter is not positioned in venous but in arterial and will be responsible for auxiliary arterial thrombosis. But we think the catheter itself is not directly the root cause of this serious incident. Clinical consequences: the right arm of the patient is cold; the scan confirmed the patient had an arterial thrombosis. The symptoms decreased after immediate removal of the catheter and heparin therapy.

Manufacturer narrative:
(B)(4). Potential lot # 71f18k2146. It is unknown if the device sample is available for evaluation.

Event description:
It was reported that: a cvc was inserted first in the internal supraclavicular jugular with x-ray guidance at the confluence of pirogoff. The catheter is not positioned in venous but in arterial and will be responsible for auxiliary arterial thrombosis. But we think the catheter itself is not directly the root cause of this serious incident. Clinical consequences: the right arm of the patient is cold; the scan confirmed the patient had an arterial thrombosis. The symptoms decreased after immediate removal of the catheter and heparin therapy.